Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (500mcg/ml at 100mcg/day) via an implanted infusion pump. The patient's medical history included gastroesophageal reflux disease (gerd), insomnia, hypertension, breast cancer in 2004, obesity, chronic kidney disease, and anemia. It was reported that the patient noticed wetness around the pump site on (B)(6) 2020. The patient was seen by their physician and the entire pump system was explanted on (B)(6) 2020 due to possible infection. The issue was considered resolved at the time of report. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue.